Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were having to recharge the ins daily like every 24 hours when they used to have to only the recharge the ins every two and a half to three days. Pt stated that the rep said that they might need a new controller battery. Pt confirmed that there were no issues recharging the controller to 100%. Pss asked the pt if they were using higher therapy settings or using the ins more often than they were; pt stated that they've used the ins 24/7 since (B)(6) 2018 (since implant). Pt then stated that they had new settings done recently but the settings were not any higher than what they were and they were about the same as the settings they had before. Pss asked the pt when they noticed that they had to recharge the ins more often; pt stated that it had been in the last couple months. Pt stated that they started having some problems in their legs (in their left leg particularly) and thatit had been in the last couple months that they had seen a doctor about it. Pt stated that the first rep they saw just worked with their existing programming. Pt stated that they saw a different rep each time and that the second rep they saw a couple weeks later changed the programming completely. Pt stated that the third rep they saw set the programming kind of back to what they had prior. Pt stated that they were seeing a different doctor than the implanting hcp since on their fourth visit back after having the ins implanted, pt told hcp that they didn't feel the ins was regulated right since it made their whole body feel heavy and pulled down and hcp told them that if they didn't like the ins then hcp would shut the ins off and take the controller back and the pt would just go without the ins. Pt stated that hcp wasn't willing to work with them and the ins. Pt stated that they then met a rep off-site who set the ins up and the ins had been working good for them for four years so far. Pt stated that they were now seeing dr. Dean craig in sports medicine and that hcp had them have x-rays done as a sudden pain came out of the blue one day and it was terrible. Pt statedthat hcp said that their back was continuing to deteriorate in the vertebrae in spinal area and also that the lead wires had slipped down, so that's probably why there was more pain. Pt stated that the programming was trying to be adjusted so that the left lead shot up higher. Pt noted working with rep, stacy brown, before however rep was no longer with mdt. Pt stated that rep, ross (last name asked/unknown), readjusted everything and made the visuals on the controller so different than what they had seen before; pt stated that another rep had given them access to control the intensity, width and rate, however ross took that all away and set up four intensities for each program so that they all worked together. Pt stated that the last rep they saw was amy (last name asked/unknown) last friday who suggested that they might need a new controller battery. Pss reviewed with the pt that the ins battery life betweencharges was dependent on therapy settings/usage/pt understood and said that made sense. The patient was redirected to their healthcare provider to further address the issue. Pt stated that they would call hcp directly.redirected caller: patient's hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of having to recharge more frequently and problems/pain in legs was the patient had x-rays which showed that the wires and dropped down (no apparent reason) and their disc is continuing to deteriorate. Steps taken to resolve the issue was further adjustments to the stimulator to find the best settings. They indicated that continual work is being done with their doctor and manufacturer representatives (reps).